Manufacturer narrative:
Concomitant medical products: product ID: 3037, product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy since (B)(6) 2016. The patient was having episodes with their bladder and bowel accidents and it happened in the morning in bed. The patient got the device for the bladder, but had issues sometimes with both now. The patient did not feel stimulation and the therapy was on. The patient was on program 4 at 1.8v. The amplitude was increased to 2.4v and the patient felt stimulation in the correct area. The patient would have an appointment with their health care provider (hcp) on (B)(6) 2015. The patient programmer wouldn't power on and after changing batteries it still wouldn't power on. The patient's family member tried another set of batteries and the programmer was working. The patient was not able to communicate with the antenna, but could connect without the antenna. The consumer further reported that the patient went to their health care provider's (hcp's) office, but had a panic attack while waiting and ended up in the hospital. The device was turned off for an MRI, but the patient's family member did not know if it was turned back on and the patient's problems with their bladder and bowel had not changed. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No diagnostics or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer&#62688;report # 3004209178-2016-03493 for the patient&#62688;panic attack and hospitalization.